Event description:
The complainant reported the patient was on impella 5.5 support, and during support there were placement signal alarms with absent placement signal. Staff monitored and support continued. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Clinical details reported placement signal not reliable (psnr) alarms with absent placement signal on (B)(6) 2025. Data log review shows a rise in purge pressure (pp) past 300 mmhg with intermittent spiking (ps going in and out of range) on (B)(6) 2025, which triggered psnr alarms. Contrast, gain, and signal-to-noise ratio (snr) are variable during this time with no true pattern. The variable ps seemed to resolve within a day. There was another instance of psnr alarms about 11 days later, but then the ps issues seemed to resolve for the rest of the case. Product was not returned. There is a lack of clinical details around the time of the psnr alarms, and it is unclear if there were other devices being used or specific clinical events happening. There is no evidence to suggest that the console is the cause of the issue. The root cause of the optical signal issue was not determined since insufficient clinical details were provided and product was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.